Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate coronary artery disease, hypertension, type ii diabetes and hyperlipidemia could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years post-implant of an unknown size sapien 3 valve in the aortic position, the unknown size sapien 3 valve required intervention due to calcification and stenosis. A valve in valve was completed successfully with a 20mm sapien 3 ultra resilia valve. A double leaflet modification with left coronary cusp (lcc) unicorn procedure and right coronary cusp (rcc) basilica procedure with right coronary artery (rca) protection was completed. Post valve in valve the gradient was 6mmhg. The patient was in stable condition. According to the medical records, the patient presented to the clinic for evaluation of severe aortic regurgitation and stenosis of their previously placed sapien 3 valve. They had been experiencing significant fatigue over the past 6 to 8 months. The pre-tavr tte showed well-seated bioprosthesis, calcified and immobile left coronary leaflet, eoa of 0.85cm^2, no pvl, and severe intravalvular regurgitation. The plan was noted to be valve in valve tavr. The patient is symptomatic with dyspnea, fatigue, and dizziness.